Manufacturer narrative:
The device is not available for investigation. Without the return of the device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time.

Event description:
A medsun medwatch mandatory report uf/importer report # (B)(4) was received stating the following: ¿medication had a leak in the tubing at connection point of filter tubing and spiros (closed system drug-transfer device - cstd). Event did not reach patient, no harm.¿ additional event information obtained from ufmw: the suspect medical device was a spiros¿, closed male luer w/red cap.